Event description:
A surgical delay of more than 30 minutes occurred due to difficulties experienced during surgery. Problems with the extender sleeve (instruments) not staying on the screw while trying to attach the locking cap occurred. Another difficulty experience was the threads of a screw becoming sheared. Screw was removed and replaced with out further incident.

Event description:
It was reported: during surgery there was a delay of 40-60 minutes due to difficulty with use of the extender sleeves and placement of the closure caps. The surgeon attempted to place the closure cat at the sacral and l4 levels with the extender sleeve popping off and stripping the screw each time. The screws were removed and replaced at both levels with a rescue screw of 7.5x45. The contruct was completed unilaterally. The surgeon then decided not to proceed with performing the construct on the other side due ti failure of the system that may cause further delay and possible risk.